Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed one each of the 90000b19-05 shoulder screw components, 960-6162-01 celcon block components, and 960-6186-01 sigma tip components were disassembled. The disassembled components were reassembled using a standard 3/32 inch allen wrench. The investigation did not find any evidence of product malfunction or product error and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A screw came out of the instrument's jaw after about two months of use. It is not possible to assemble the instrument again as a special instrument is needed.